Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("mild acute salpingtis"), device breakage ("device breakage"), pelvic pain ("pain") and device expulsion ("expulsion of essure device/ failure to occlude (close) fallopian tube/ expulsion of essure device: came out during my period") in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia in 2014 and salpingitis. Previously administered products included for an unreported indication: minastrin from 2009 to (B)(6)2014. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe) from (B)(6)2015 to (B)(6)2015 and medroxyprogesterone acetate (depo-provera) from (B)(6)2015 to (B)(6)2015. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). On (B)(6)2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 3 months 12 days after insertion of essure. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the salpingitis, device breakage, device expulsion and dyspareunia outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, device expulsion, dyspareunia, pelvic pain and salpingitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6)2015: total bilateral occlusion. X-ray - on an unknown date: only a coil on one side.. ¿concerning the injuries reported in this case, the following one/ones were described in social media : salpingitis." Most recent follow-up information incorporated above includes: on 24-jan-2019: reporters, patient demographics, medical history, historical drug and laboratory data were added. Added suspect drug indication. On (B)(6)2015, she implanted essure (previously reported as (B)(6)2015). On (B)(6)2015, she explanted essure (previously reported as (B)(6)2015). Added events device breakage, dyspareunia (painful sexual intercourse), expulsion of essure device/ failure to occlude (close) fallopian tube/ expulsion of essure device: came out during my period, abdominal pain. Event salpingitis added from mr. Outcome of events abdominal pain and pelvic pain was recovered and added onset dates of events. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.